Manufacturer narrative:
The lead was returned for evaluation for lead dislodgement. A complete lead was returned in one piece for analysis. As received, the s-curve hump height was measured within specification. Visual inspection of the lead did not reveal any anomalies with the exception of damages that are consistent with procedural damage.

Event description:
During follow-up, dislodgment of the left ventricular lead was noted via diagnostic imaging. The lead was explanted and replaced to resolve the event. The patient was in stable condition.